Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Physician reported left side deflation. Device status is unknown.

Manufacturer narrative:
Information is this record was also previously reported under manufacturer report number 9617229-2019-18072. Moving forward this is the operating record. Continued e.1 postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.